Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noticed that the guidewire was frayed. They used a second jagtome¿ rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the proximal end of the guidewire revealed broken (core wire broken).

Manufacturer narrative:
Reported event of corewire broken. Visual analysis of the guidewire revealed proximal end broken. Moreover, the most proximal section was missing. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.